Manufacturer narrative:
Product was returned with tamper seal removed and broken top case in the left corner. Invalid syringe size alarm was found in history log. Customer stated problem was verified when setting up for flow test. The cause of the problem was found to be the size pot pin being broken off. Action taken to correct the reported issue included replacing the size pot pin. The customer induced the case damage. The device history report review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No information provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device was not recognizing the size of the syringe and showing flange not working error. No patient injury was reported.